Manufacturer narrative:
The device has not been returned for eval. Should new relevant info become available a supplemental form will be completed.

Event description:
It was reported that the wake button has stopped working. The device turns on when plugged into a power source. Customer had elevated blood glucose levels (500-600 mg/dl). Customer reverted to manual injections to stabilize her blood glucose.

Manufacturer narrative:
(B)(4).